Event description:
At about 1 month and half after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 september 2023. Lot 2311344: (B)(4) items manufactured and released on (B)(6) 2023. Expiration date: 2028-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.